Event description:
A health professional reported that a xia serrato polyaxial screw, xia blocker and a xia rod migrated approximately one month post-operatively. Revision surgery has not been performed nor scheduled at this time. This report captures the rod.

Manufacturer narrative:
Corrected data: b5, d1. Updated information provided from the field indicates that the affected device is a diapason rod. This device is not approved for use in the us. Therefore, this event is no longer reportable to the FDA.

Event description:
A health professional reported that a xia serrato polyaxial screw, xia blocker and a diapason rod migrated approximately one month post-operatively. Revision surgery has not been performed nor scheduled at this time. This report captures the diapason rod.